Event description:
It was reported that the patient experienced rising blood glucose after inserting an inset 23¿-6 mm infusion set and later discovered the blue needle guard remained on the set, indicating the infusion set was deployed incorrectly; the ilet system was in use and no device alerts or alarms occurred. Symptoms included hyperglycemia with a reported peak of 392 mg/dl, initial pain at the infusion site which subsequently ceased, and no associated acute effects such as loss of consciousness or dka. Outcomes included transient loss of glycemic control with glucose levels outside target for approximately one hour, followed by stabilization after an infusion set change. Investigation included remote troubleshooting and education, which guided the patient to remove and replace the infusion set while preserving the insulin cartridge. Investigation of this case revealed user setup error related to the infusion set deployment, with resolution after proper installation and no further device issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.